Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted rectocele repair surgical procedure, the monopolar curved scissors (mcs) presented a rupture in the steel cables, requiring the instrument to be exchanged by another of the same type, causing no damage to the procedure or the patient. The procedure was completed with a backup mcs with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.